Event description:
It was reported that this right ventricular (rv) lead had insulation anomaly. Also, this lead exhibited high pacing threshold and had impedance issue. Furthermore, this lead was partially explanted, and a portion of the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed because etfe coating or insulation is still intact on the conductor.

Event description:
It was reported that this right ventricular (rv) lead had insulation anomaly. Also, this lead exhibited high pacing threshold and had impedance issue. Furthermore, this lead was partially explanted, and a portion of the lead was surgically abandoned. No additional adverse patient effects were reported.